Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device exhibited contamination of the objective lens. The root cause could not be identified. Based on the results of the investigation, the cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uertero videoscope exhibited contamination of the objective lens. There was no patient involvement.